Event description:
Healthcare professional (hcp) reported a patient reaction after dialysis treatment. Patient was in the hospital in 2001, uremic with a gastric ulcer. Patient was dialyzed 3 times with an af-220 dialyzer. Patient was weak at the start and end of treatments. After pt went home, the patient experienced shortness of breath and went to the emergency room where oxygen saturation was declining. The patient complained of tightness in the chest on the left side. The patient was intubated and oxygen level raised.